Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and ECG monitoring stress testing without duplicating the report. The defib cable receptacle was replaced as a precaution. The multifunction cable was not retunred for the evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.